Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: examination of the returned device revealed wear on the side of the post attributed to normal use and servicing. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sterile processing department mentioned that the rp tibial impactor had been stripped. No delay to the case was mentioned. Damaged instrument will be shipped to (B)(4). Please ship replacement to the office. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.